Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported bottom keys of the keypad not working, which was reproduced during evaluation as keypad not functioning with select keys inoperable. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bottom keys of a spectrum pump keypad was not working. There was no patient involvement. No additional information is available.